Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ functional tricuspid regurgitation (tr) and enlarged atrium for a triclip procedure. During the procedure, imaging difficulty was encountered. Triclip xtw was implanted successfully at antero-septal commissure. An attempt was made to deploy 50213r2030- xtw triclip posterior to first clip. While retracting the clip back for grasping the leaflets, a tension was noted. On echocardiography, it was observed that the clip was caught on the lateral side of the valve. The clip was retracted back to right atrium. A flail was observed upon retraction. Multiple attempts of grasping and capturing were made and were unsuccessful in reducing tr. The tr grade remain unchanged post procedure. Patient was in stable condition. There were no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported poor image resolution was associated to image quality. The reported difficult to remove (clip caught on leaflet) and difficult or delayed positioning appear to be related to the poor image resolution. The reported positioning failure of inability to grasp and to capture were due to the large right atrium and poor image resolution. The reported patient effect of tissue injury was due to the clip caught on the leaflet. Tissue injury is listed in the instructions for use as a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.